Event description:
Pump was reported as an out of box failure. The reported issue was a failure code 533:320:717:0000 by channel c. The failure code will result in an alarm and stop the channels in use. No pt info or involvement was reported at the time.